Event description:
Litigation alleged the patient suffered pain, discomfort, decreased range of motion and loss of muscle mass and deterioration of the bone and soft tissue as a result of the implanted asr hip. In addition, the asr hip allegedly exhibit audible noises such as squeaking and popping sounds.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, and large amounts of toxic cobalt chromium metal ions.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, manufacturer name/address, catalog #/lot #, implant date, contact office name/address, date received by manufacturer, PMA/510(k) #, manufacture date. Product was initially reported on (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).